Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a worn and damaged capacitor, designator p502. Pin 1 was worn which resulted in voltage arching and loss of connection with capacitor. The returned device was scrapped by stryker. The customer was sent a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to defibrillate. The device begins to charge for defibrillation and then prompts, "connect electrodes". The device analyzes, but then repeats attempt to charge and prompts, "connect electrodes". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to defibrillate. The device begins to charge for defibrillation and then prompts, "connect electrodes". The device analyzes, but then repeats attempt to charge and prompts, "connect electrodes". In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.